Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient felt discomfort and poking at the implantable pulse generator (ipg) site. The patient's ipg was explanted.